Event description:
Reporter indicated that vns pt has complained of a continuous "prickly, sticky, warm pain" at the generator site for approximately 4 weeks. The pain does not coincide with stimulation and the generator site appears to be intact with no swelling or redness. The pt has reportedly experienced efficacy with the vns therapy. The pt went to urgent care center due to the pain and was seen the next day by treating epileptologist. Chest x-rays reviewed by treating epileptologist revealed no discontinuities in the ncp system. Device diagnostic testing was within normal limits, indicating proper device function. The pain reportedly subsided when the device was programmed to off. Treating epileptologist plans to bring the pt back into his office and program the device back to on with some adjustments to device settings to see if the difference in settings will alleviate the pain. Investigation to date has been unable to determine the cause of the pt's pain.